Event description:
It was reported that this right ventricular (rv) lead exhibited gradual high out of range pace impedance measurements. This was noted upon programming the device into MRI protection mode. Boston scientific technical services (ts) discussed the risks of having a lead fracture but ultimately physician's discretion on how to proceed. Further information was received that rv pace impedance measurements continue to rise. Noise and high capture thresholds were also observed. Ts suggested bringing this patient in for thorough device testing. The health care professional (hcp) also mentioned this patient has complained of experiencing syncopal episodes. No further information was provided to confirm this was device related. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradual high out of range pace impedance measurements. This was noted upon programming the device into MRI protection mode. Boston scientific technical services (ts) discussed the risks of having a lead fracture but ultimately physician's discretion on how to proceed. No adverse patient effects were reported. At this time, this lead remains in service.